Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source spare lamp broken and error code e207 occurred. The issue occurred after an unspecified procedure. The facility finished the procedure with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint of spare lamp is damaged was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that olympus will continue to monitor field performance for this device